Event description:
It was reported that during a laparoscopic hysterectomy procedure, "jaw kept unhinging and wouldn't bite straight down." Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with skiving of the heat shrink (shaft cover) material and with all present. In addition, upper jaw was detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.